Event description:
The pt reported that during the past few weeks she experienced four episodes of low blood glucose (40mg/dl to 62 mg/dl) usually during the night; she experienced several episodes of high blood glucose (292 mg/dl to 385 mg/dl) during the day. The pt noted symptoms of profuse perspiration and weakness during one low blood glucose episode on (B)(6) 2010. She confirmed treatment of hypoglycemic episodes at home with oral carbohydrates. The pt denied symptoms of hyperglycemia and did not need medical intervention to treat these elevations. The pt reported that she rec'd a replacement pump on (B)(6) 2010. She stated that she called animas and a rep assisted her with programming the replacement pump over the phone. Upon review of the pump, she discovered that the time was set to 8:58pm whereas the actual time was 9:00 am. She recalled that the am/pm mix-up had occurred previously after she programmed a replacement pump. Further review of the pump revealed no current alarms in the history and the total daily dose and basal delivery of insulin is accurate in the history. The pt reported that the insulin is viable and not expired. She noted that she is not taking new medications nor has there been a change in activity. The pt denied that she primed the pump while attached and does not tighten the cartridge cap while connected to the infusion site.

Manufacturer narrative:
Based upon the trouble shooting that occurred during the pt contact, the animas rep determined that there was no indication of a pump malfunction. The rep concluded that the pt had set the time incorrectly on the pump and that incorrect amounts of basal insulin was delivered due to this use error. The pt did not allege a malfunction of the pump and it has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No absolute conclusion can be made at this time.